Event description:
User requested assistance downloading data from their data card regarding an incident where the subject was not resuscitated. (B) (4)

Manufacturer narrative:
Method: based on the customer's description of the incident.